Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/uterine perforation'), device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding'), sjogren's syndrome ('developing sjogrens') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, hypertriglyceridemia, seizure, abdominal pain, ovarian cyst, endometriosis, menometrorrhagia, overweight, shortness of breath, dizziness, c-section, uterine bleeding and lower abdominal pain. Previously administered products included for an unreported indication: mirena iud. Concomitant products included calcium, calcium pantothenate;folic acid;vitamins nos (multi-vitamins vitafit), cetirizine hydrochloride (zyrtec), dexamfetamine (dextroamphetamine), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), fish oil, ibuprofen, medroxyprogesterone acetate (depo-provera), omeprazole and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2015, the patient experienced sjogren's syndrome (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant) and depression ("psychological or psychiactric problem- condition- major depressive disorder"). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection") and tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), urticaria ("rashes or skin conditions type: hives") and back pain ("back pain"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2018, the patient experienced presyncope ("neurological conditions or problems type: near fainting"). On (B)(6) 2018, the patient experienced pelvic adhesions ("other injury(ies) or complication please describe: pelvic adhesions"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), eosinophilic oesophagitis ("eosinophilic esophagitis"), psychological trauma ("psychological trauma"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition / problem") and visual impairment ("vision problem/ vision deterioration") and was found to have rhesus antigen positive ("rh positive"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy unilateral), oophorectomy (unilateral)). At the time of the report, the uterine perforation, device breakage, sjogren's syndrome, rheumatoid arthritis, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, rhesus antigen positive, eosinophilic oesophagitis, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, gastrooesophageal reflux disease, presyncope, urticaria, pelvic adhesions and depression outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, alopecia, vaginal haemorrhage and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, eosinophilic oesophagitis, fatigue, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, nervous system disorder, pelvic adhesions, pelvic pain, presyncope, psychological trauma, rhesus antigen positive, rheumatoid arthritis, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: uterine perforation, device migration, general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, device breakage, rh positive, eosinophilic esophagitis, developing sjogrens, rheumatoid arthritis, psychological trauma, bladder problems , urinary problems ,bladder infection ,uti, fatigue, gi conditions, hair loss, dental problem, hormonal changes, headaches, nausea, nuero condition / problem, vision problem, weight gain. The essure was placed per protocol in the right ostea followed by the left 3 coils seen in right, 2 in left: pt. Tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: normal cyst of ovary procedure: laparoscopic left oophorectomy. Specimen: left fallopian tube and ovary. Diagnosis: left fallopian tube and ovary , laparoscopic left oophorectomy: left ovary with large follicular cysts and no significant histopathologic abnormality. Ultrasound scan on (B)(6) 2018: ultrasound: (B)(6) 2014 (notes: transvesical imaging was initially performed the uterus is anteverted and measures 9.3 x 4.0 x 5.3 cm. The endometrium does not appear to be grossly thickened. A 2 cm left ovarian cyst is identified. The right ovary appears grossly normal in size and echotexture. No adnexal mass or free pelvic fluid is seen, endovaginal sonographic evaluation was subsequently performed for improved visualization of the endometrium. The right ovary measures 2.8 x 2.3 x 2.5 cm. The left ovary measures 4.0 x 2.4 x 2,3 cm. The left ovarian cyst measures 18 x 19 x 21 mm. Multiple small right ovarian follicles are visualized . The iud is visualized within the lower uterine segment and cervix). Ultrasound scan vagina on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: weight gain, menorrhagia, back pain, dysmenorrhea (cramping), fatigue, major depressive disorder, gastroesophageal reflux disease, chronic urticarial, migration and perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: uterine perforation, device migration, general abnormal bleeding, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, device breakage, rh positive, eosinophilic esophagitis, developing sjogrens, rheumatoid arthritis, psychological trauma, bladder problems , urinary problems ,bladder infection ,uti, fatigue, gi conditions, hair loss, dental problem, hormonal changes, headaches, nausea, nuero condition / problem, vision problem, weight gain were newly added. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. On (B)(6) 2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding vaginal, gerd, hives, pelvic adhesions, back pain and major depressive disorder were newly added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.